Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the lifevest. The rash was described as a heat rash. The patient was given an over the counter powder from his physician and began changing garments more frequently. Follow-up indicated that the rash was healing.